Event description:
It was reported the patient was without stimulation from his scs system beginning on (B)(6) 2014. An sjm representative met with the patient for system diagnostics which revealed both low and high lead impedance readings. Reprogramming was able to provide effective stimulation. X-rays taken (B)(6) 2014 indicated the patient's lead had moved, possibly shifting out of the epidural space. As a result, the patient's system was turned off as it was no longer able to provide effective stimulation. Surgical intervention to reposition the lead took place on (B)(6) 2015. The patient is reportedly receiving effective stimulation coverage postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.